Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 23-jan-2023, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #:(B)(6), ubd: 18-jan-2023, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was caller reported that the patient had a  rep come out a month ago to do reprogramming and add programs to the stimulator. Caller stated that the reprogramming has not helped much and that the patient has to charge more than they used to. Caller noted that the rep said one of the spinal leads were not working and so the rep unhooked it. When asked for an event date; caller mentioned that this happened a month ago. Additional information was received from the manufacturer representative (rep). It was reported that the patient was requesting more programs to cover pain since she wasn't getting relief before reprogram. Patient reported more pain relief and overall happier with programs she was sent home with, on 5/1/24. Rep completed extensive education with patient on charging and remote, and that she would need to charge more, since rep gave her more programs. Patient agreed and was very satisfied with reprogram. Rep does not have any information regarding the lead being unhooked as patient has permanent implant inside of patient's body and cannot be moved.